Event description:
It was reported to philips that the system software failed to load, causing an application freeze on an allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).